Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon the third inflation at 8-10atm. The device was simply removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon. Liquid was observed to be leaking from balloon pinholes located in more than one location, approximately at 2 mm and 3 mm from the distal end of the distal marker band. There were no issues observed on the balloon material that could potentially contribute to the reported incident. The marker bands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the marker bands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. Oxidation of blades was observed during device examination. A visual and tactile examination found a hypotube kink at 254 mm from distal end of the strain relief. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination found no issues with the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon the third inflation at 8-10atm. The device was simply removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.